Event description:
Additional information was received from the patient indicating that they were at an orthopedic doctor's office at the time of the report. The patient wanted a pain doctor not an orthopedic doctor. They indicated that they were in pain, and needed a pain doctor. It was noted that they were no longer seeing their managing physician. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the doctors said the ins should be removed due to the tumor/pain. It was noted that no health care professional would take/explant the patient because he didn't have insurance.

Manufacturer narrative:
(B)(4).

Event description:
The consumer implanted for failed back surgery syndrome reported that they were diagnosed in (B)(6) 2015 with tumor near the implantable neurostimulator (ins) site. The patient stated that the pain stimulator caused the tumor to grow near the ins. The patient had been experiencing pain from the tumor for the past four weeks. They went to the emergency room the night prior to the report because of pain from the tumor. The change in symptoms and therapy were considered gradual. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.